Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.